Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue. Attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.